Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imagery was provided and the following was noted: patient's access vessels showed the presence of calcification, tortuosity, and undersized vessel diameters. The required minimum luminal diameter for use of 16f esheath+ is greater than or equal to 6.0mm. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as it was reported that "patient had a surgical cutdown, tortuous anatomy, and previous graft placed." Additionally, patient factors were confirmed via 3mensio imagery. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaints for inability to advance through sheath and liner puncture were confirmed based on the information available to date. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Non-coaxial advancement trajectories, rendered through anatomical complexities, create increased resistance during system advancement, where subsequent device manipulation is therefore a reactive consequence of navigating challenging anatomy. Device manipulation exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories, device manipulation can further exacerbate damage to the liner, particularly when interacting with crimped valve struts, resulting in the reported liner puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure, the patient had a surgical cutdown, tortuous anatomy, and previous graft placed. There was difficulty inserting the 16f esheath+ into the patient. The first 29mm sapien 3 ultra resilia valve would not advance out of the first esheath+ as it was stuck in the blue (sheath shaft/fully expandable) portion, and a liner puncture occurred, requiring a second sheath and valve. The system was withdrawn from the patient as a single unit. There was no patient injury. The new valve was successfully implanted.